Manufacturer narrative:
The customer¿s complaint of set separated was confirmed. During visual inspection, it was noted immediately that vinyl tubing was completely separated from the distal male luer. Visual inspection under microscope noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement during manufacturing process. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Event description:
It was reported that in the ccu, IV tubing separated where the IV tubing meets the male luer during patient use, with blood back up into the tubing. There was no patient harm or medical intervention rendered. Although requested, there was no further information or details received from the customer regarding this event.